Event description:
Correction made on aware date in h10.

Manufacturer narrative:
H10: g3: corrected as aware date is 12/21/2020.

Event description:
Patient received incorrect custom trach. They got bj60pfp60 instead of 6dn60ngc933n. This was from order 5664584. This could cause serious injury if patient did no have a back up airway.